Manufacturer narrative:
BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A SERIOUS INJURY. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER REPORTING SITE: 8021545. MANUFACTURING SITE: 8021545.

Event description:
IT WAS REPORTED THAT PATIENT HAD HIGH BLOOD GLUCOSE MANAGED WITH INSULIN VIA PUMP ON (B)(6) 2026.

Event description:
It was reported that patient had high blood glucose treated with insulin pump on (b)(6) 2026.

Manufacturer narrative:
Correction: This MDR is being submitted to correct the submitted Describe Event or Problem under B5.Additional information - This MDR is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results: Review of complaint record Database (b)(4) event description and all available information and assigned malfunction code it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation: Lot No. 6010541 was provided, however, no product malfunction was alleged.Corrective and Preventive Action (CAPA) determination: Based on the available information, no further investigation is required, nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts). Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed. Therefore, the complaint is closed based on the event description and all information made available.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 8021545.